Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the insulating layer was damaged on the right ventricular lead. The lead was removed and due to timely detection, the consequence of the second operation did not occur. There were no patient consequences.